Manufacturer narrative:
(B)(4). Date sent: 11/6/2020.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2020. D4: batch#: u5ad5k. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. An abnormal sound was heard during device firing, the device was disassembled to verify the integrity of the internal components and the spring bailout pawl was noted not properly assembled, resulting in friction with the driver bar. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the pawl spring has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the current patient status known? Current status unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequences.

Event description:
It was reported that during a gbp procedure the powered stapler changes its motor tone during the 3th reload. The stapler is inspected and the staples are malformed creating damage to the serosa of the stomach. The stapler was changed for a new stapler, making the procedure more expensive. Next to that, there was an increased chance of post or complication for the patient.